Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) pocket became infected. The right ventricular (rv) l ead and ICD were explanted and the right atrial (ra) lead was capped. It was further reported that the device had migrated and eroded through the skin. No further patient complications have been reported as a result of this event.